Event description:
Related manufacturer reference number: 2017865-2022-43343. New information received noted that the right atrial (ra) lead exhibited noise and low pacing impedance. The right ventricular (rv) lead exhibited noise. The ra and rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead was returned in four pieces. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except of procedural damage.